Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that there was major pump error on the customer's insulin pump. Customer's blood glucose value was unknown. Customer stated that the insulin pump was exposed to water. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare professional¿s instruction. Insulin pump will be returned for analysis and replacement pump will be sent.

Manufacturer narrative:
Unit received with a critical pump error (open book error) and pump error 35 found in the formatted history file due to corroded electronic assembly. The motor assembly found with traces of corrosion per visual inspection. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Unit failed leak test. Unit leaked at a cracked on the back of the case. Unit received with cracked case on the back at the battery tube area, belt clip rails corner, reservoir tube lip, retainer and battery tube threads. Unit received with missing display window cover. Unit received with minor scratched display window, case and keypad overlay.